Event description:
During an in clinic follow up, noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted lead damage was suspected. Technical support recommended lead replacement. The rv lead was capped and replaced to resolve the event. The patient was stable.